Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. Perform functional test: fail-reset button. The receiver log showed fail-receiver shut downs due to battery lows at 30+ percent. Open and interior inspection: pass. Cut battery wrap and inspect: fail-battery ic is cracked. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined. The reported event of initializing screen without manual restart was confirmed a root cause could not be determined.